Manufacturer narrative:
The ch-s400-xz-eb 4k camera head serial number (B)(4) was returned for evaluation. The user¿s complaint of ¿error code: e224 camera head communication error¿ was confirmed. A visual inspection was performed on the received device and cosmetic normal wear and tear was observed. Innovation by sony & olympus label as well as 4k label was illegible, also identified a cut on the cable. A functional test was performed on the ch-s400-xz-eb 4k camera head using an olympus visera 4k uhd otv-s400 test unit as well as sony lmd-x3105 4k monitor. The camera head was inserted into otv-s400 and was engaged with a clicking sound indicating the camera head was properly locked. A test rigid endoscope 10mm part number (wa53000a) was securely connected to the camera head. Upon powering up an e224 error message displays on the otv-s400 and sony lmd-x3105 4k monitor stating ¿e224 camera head communication error.¿ the focus ring was found to have manual function; however, after the e224 error appears the auto focus button and remote buttons on the camera head fail to work when activated. The camera head was unable to perform any functions. Additionally, the legal manufacturer reviewed the contents of this complaint. The exact root cause of the reported event could not be conclusively determined. However, based on similar reports, the most likely cause for the reported e224 communication error was due to the impact damage on the connector and the failure inside of the video connector. The legal manufacturer performed a DHR review and confirmed that the product was conformed to specifications when shipped. The instruction manual states "do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result."

Event description:
The service center was informed that during preparation for use an ¿error e224 communication¿ and there was no image displayed on the camera head. The user facility reported that the user attempted to reconnect the video connector. There was no patient involvement reported.